Event description:
Customer reportedly obtained results of 7.5 inr, 5.5 inr, 7.4 inr, and 7.5 inr on the coagucheck xs system during duplicate testing. Coumadin was held for 3 days based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.